Event description:
It was reported that the user observed a high glucose reading on the ilet pump while the device displayed that it was dosing insulin, and customer support attempted troubleshooting including requesting a fingerstick check and a potential infusion site change; further details about a specific device problem or component were not established. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information with no findings available, and the device problem and component could not be determined. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.